Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer stuck himself in the finger with a 1 ml bd¿ tuberculin syringe with 25 g x 5/8 in. Bd precisionglide¿ detachable needle while trying to remove the safety shield. There was no report of medical intervention.